Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "pain". Later patient reported "severe pain" and "deformed, which is causing me physical and psychological limitations". This record is for the left side. The device remains implanted.